Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed, and an improper assembly (twist) of the drip chamber and the tubing was observed. A pressure test and clear passage under water were performed, and the results were not satisfactory due to an improper assembly (twist) of the drip chamber and the tubing. The reported condition was verified. The cause was determined to be from improper automatic assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the connection point between drip chamber and the tubing. It was observed that when the bag of fluid was connected to the tubing, fluid began leaking at the connection point between the drip chamber and the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.